Event description:
Additional information was received from a healthcare provider (hcp). The hcp stated over the past 15 months there had only been heparinized saline in the pump, but not they wanted to start the patient up on therapy again. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving heparin via an implantable pump. The healthcare provider reported that 3-4 months ago there was a volume discrepancy with this patient's pump the reporter states after that initial volume discrepancy where they got back more than expected the volumes became more expected at subsequent fills. There has only been heparinized saline in the pump during this time. Two days ago ((B)(6) 2021) they noticed a volume discrepancy again where they got back more than expected and yesterday the patient called the office ((B)(6) 2021) and states the patient was hearing the pump alarm but that it stopped. The healthcare provider did not have the patient describe the sound they were hearing but the patient called back today and said she heard the pump alarm again today, so they are having the patient come in. Additional information was received on 19-nov-2021 from the healthcare provider who reported that they interrogated the pump and it said "there was no low reservoir alarm volume set up¿, and instead of a number, there were dashes. The agent reviewed that the pump could not have been updated without entering a low reservoir alarm volume. The healthcare provider stated that she spoke to the nurse from the last refill, and she said there was nothing out of the ordinary except volume discrepancy. The healthcare provider stated that at refill 2 days ago, they expected 1.8ml and the actual was 13ml aspirated from the reservoir. The healthcare provider reported that they thought there might have been a temporary kink in the tubing and it's happened before to this patient and that they didn't think too much of it. The healthcare provider stated that they filled the pump yesterday and today the reservoir volume shows 19.6ml. We were unable to get a printout from the last refill. The healthcare provider stated that before they called, she set the low reservoir alarm volume to 1ml and t hat is what it's reading currently. Per the reporter, the patient was only hearing the alarm once an hour the hour should be coming up. It was reviewed that updating the low reservoir volume should have corrected the issue. The reporter stayed on the phone past the hour mark, and the pump did not alarm.